Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch up cable to be frayed at the distal clevis hub. The drive cable was also frayed. Frayed strands were observed to be sticking out at the wrist of the instrument. In addition, the instrument's pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instrument's grip cable to be derailed from the distal idler pulley. The grips were still able to open and close, however movement may not be precise. The distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches measured approximately 0.069 - 0.349 in length and were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable and the additional finding of various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, a frayed wire was identified on the prograsp forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.